Event description:
A report was made indicating the customer has experienced occlusions. There was no adverse impact to the customer's blood glucose level. No additional information was received regarding the issue.